Event description:
Boston scientific received information that this pacemaker, implanted with another manufacturer's right ventricular (rv) lead, triggered a lead safety switch due to an out of range pacing impedance measurement. In bipolar configuration loss of capture was observed and impedance measurements were 1,060 - 1, 220 ohms. In unipolar configuration automatic capture was consistent and impedance measurements were 420 ohms. No adverse patient effects were reported.

Event description:
Additional information received indicated that low pacing lead impedance measurements were noted. Fluoroscopy was performed and subclavian crush was noted. The competitor rv lead was explanted and replaced. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was programmed to unipolar and sensitivity was adjusted. Boston scientific technical services (ts) recommended additional troubleshooting at the next follow-up appointment. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).